Event description:
A healthcare facility in france reported via fisher & paykel healthcare (f&p) field representative that three rt380 adult dual heated evaqua2 breathing circuits were found to have leaks in the tubes during its set-up on to the patient. It is reported that the patient experienced desaturation. No further consequences were reported.

Manufacturer narrative:
(B)(4). Method: two of the three complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected. Results: the visual inspection revealed damage to the returned breathing circuits. For device 1, the expiratory limb of the breathing circuit had a cut near the patient end connector. For device 2, the expiratory limb of the breathing circuit had a cut near the elbow connector. Conclusion: from the investigation conducted it appeared that the expiratory limbs of the returned complaint circuit kits were cut with a sharp object. This is most likely due to opening of the breathing circuit box or bag using a knife or box cutter. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital regarding the reported incident. Two of the three complaint rt380 adult dual heated evaqua2 breathing circuits are currently en route to f&p (B)(4) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via fisher & paykel healthcare (f&p) field representative that three rt380 adult dual heated evaqua2 breathing circuits were found to have leaks in the tubes during its set-up on to the patient. It is reported that the patient experienced desaturation. No further consequences were reported.